Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 1/2ml w/ndl 27x1/2 rb were involved with dirty needle stick injuries after use. It has not been specified what, if any, medical intervention was administered or received as a result of the dirty needle stick injury. The following information was provided by the initial reporter: material no.: 305620, batch no.: unknown. Verbatim: our customer is having a large uptick in needle stick occurrences due to a safety needle not being available on our .5ml. Most have occurred after injection. The most recent was before. The nurse had a difficult time removing the cap and stuck herself. From what I can tell the needle sticks have been to nurses. Below is the information from pharmacy. These syringes are used for very small doses of lovenox. Maximum 0.5ml size (larger syringes have greater potential for overdose and cannot draw up to the 0.01ml graduations as accurately. Can visualize the smaller amounts without uncapping. The syringes have a large cap that covers the first 0.1ml graduations. The pharmacists would be unable to check the smaller doses we typically see with these patients.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A DHR check was not performed as the lot number is "unknown" for this complaint. H3 other text : see h.10

Event description:
It was reported that an unspecified number of syringe 1/2ml w/ndl 27x1/2 rb were involved with dirty needle stick injuries after use. It has not been specified what, if any, medical intervention was administered or received as a result of the dirty needle stick injury. The following information was provided by the initial reporter: material no.: 305620 batch no.: unknown verbatim: our customer is having a large uptick in needle stick occurrences due to a safety needle not being available on our .5ml. Most have occurred after injection. The most recent was before. The nurse had a difficult time removing the cap and stuck herself. From what I can tell the needle sticks have been to nurses. Below is the information from pharmacy. These syringes are used for very small doses of lovenox. -maximum 0.5ml size (larger syringes have greater potential for overdose and cannot draw up to the 0.01ml graduations as accurately. -can visualize the smaller amounts without uncapping. The syringes have a large cap that covers the first 0.1ml graduations. The pharmacists would be unable to check the smaller doses we typically see with these patients.